Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: product ID: 5076-45, implanted: (B)(6) 2005. Product ID: 6949-58, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the high voltage coils and a fracture was confirmed. The lead was partially explanted. During the replacement procedure, the right atrial (ra) lead exhibited higher unipolar impedance than bipolar. An insulation issue was suspected. The lead was partially explanted. The leads were partially explanted due to a tear in the venous system. The tear was due to the procedure while inserting the laser extraction system. Both leads were replaced. No further patient complications have been reported as a result of this event. Product event summary: pli 40: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On the week of (B)(6) 2015, rv coil impedance spiked to 147 ohms from a 60 ohms trend with variability. On the week of (B)(6) 2015, svc coil impedance spiked to 198 ohms from a 80-90 ohm trend with variability. (B)(6) 2015 it was further reported that the lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo, it was further reported that the other rv lead (model 5076-58) was returned after being explanted. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.